Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. It was reported the hcp believed a pocket fill occurred on a patient and could not share any information. Further information was not provided. A 8551 kit manual was sent. No further complications were reported/anticipated or expected.